Manufacturer narrative:
This report is submitted on december 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pressure and pain at the implant site and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.